Manufacturer narrative:
Serial number unknown at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction from the mx40. There was no patient involvement.